Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one pump was returned for analysis in used condition. Visual inspection showed no physical damage. No issues were found in the event history log. Functional testing resulted in error code 43985 displayed on startup. Service history identified the complaint was not related to a previous service of the device within the review period. The investigation determined the cause of the issue was the main board. The main board was replaced to correct the issue.

Event description:
It was reported that the pump was returned for a repair quote. There was unknown patient involvement.